Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed incoming functional testing. The cause for the failure was isolated to a pulled cable connecting the front therapy electrode to ECG "a" and ECG "b". The root cause for the pulled cable was excessive force. No adverse event resulted from the pulled cable.

Event description:
A us distributor reported that a patient's belt had a damaged cable.